Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that a pump displayed no text and just alarmed. The device was dropped. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: b5: additional information received on 14-oct-2022 via email and attached to complaint object. There was no patient on the device when the issue happened. The device was in our shop undergoing a preventive maintenance. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updates not required.

Manufacturer narrative:
Other, other text: h6: health effect and evaluation codes: updated h10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found device cracked on right plunger case and broken bottom case. Functional testing found blank screen and constant alarm at power up. Reconnected the liquid crystal display (lcd) display connector tightly into main board. The root cause of the reported issue was found to be lcd display connector came loose from main board due to pump been dropped by customer. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.